Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147450.

Event description:
It was reported that the patient's atrial lead exhibited undersensing.no interventions was performed. The patient's status was unknown.